Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that had to remove the dental implant 3 months after its installation in intraoral region 30#. The implant was removed in consequence of the abutment fracture inside the implant. Moreover, the patient presented bone type ii.